Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that their monopolar energy was not registering prior to their reboot. The tse recommended trying to reboot the erbe, but the customer stated that they were currently using the bipolar energy and were unable to do so. The customer stated that they were getting red question marks on the monopolar energy ports after the system reboot. The customer stated that they got an error message with activation error m-36. The tse explained the energy cord needed to be plugged into the instrument and installed on an arm to work. The customer would try rebooting the generator when they get to a good stopping point. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that none of the recommended troubleshooting steps recovered the monopolar energy to complete the procedure. The customer reported that the surgeon was able to use bipolar energy with the synchroseal and/or vessel sealer to complete the procedure. There was no patient injury as a result of the issue. There was no procedure delay due to the issue. The procedure was completed robotically with the same erbe generator. The erbe was not exchanged out during the case, but the erbe unit was replaced after the case by the da vinci maintenance personnel. No patient demographics were available as the case was done after hours and taken care of in the middle of the night. The case was completed with no further complications or injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue erbe log showed error m-36.